Event description:
Customer reported via phone call that the paramedics were called due to a low blood glucose event. Customer's blood glucose value at the time of the event was 30 mg/dl; current reading is 129 mg/dl. The customer was treated with glucose tablet and glucose gel. Customer was treated at home and not taken to the hospital. The drive support cap is recessed. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. Customer stated that the perceived cause of the low was stress and late dinner with hi protein and no carbohydrates and not related to the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.